Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00151 with the FDA on 12-jul-2024. Additional information (15-jul-2024): siemens reviewed instrument data and determined that there were multiple errors in the error log that demonstrated poor sample quality. The service activities performed by the cse, as described in the initial report, returned the instrument to normal operation. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on the atellica ch 930 analyzer. Additionally, a falsely depressed calcium_2 (ca_2) result was obtained on another patient sample. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on different atellica ch 930 analyzers. The repeat results aligned with the patients¿ clinical pictures and were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c and ca_2 results.

Manufacturer narrative:
An outside of the united states (us) customer contacted a siemens customer care center (ccc). Quality control (qc) and calibration were valid at the time the samples were processed. The customer inspected the instrument and found evidence of sample overflow at dilution wells. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse determined a malfunction with the dilution probe 1 aspiration lines. Then, the cse replaced the lines, primed the instrument, and ran quick check and qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.